Event description:
Early loosening of an lcs prosthesis and conspicuity on the inlay. The lcs prosthesis was inplanted (in another hospital in "peine") in 2005, a revision was conducted in 2006.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.